Event description:
A healthcare worker experienced a stinging with a white discoloration of her thumb after contact with cyclesure bi when she removed it from a load. She rinsed her hands for fifteen minutes under water and went to the emergency room to determine the source of symptoms. The symptoms resolved in one day.